Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of insufficient information was received on july 23, 2019 with lot number 2525460. Visual analysis of the returned device identified: the device was broken shell and red particles material was found on the shell/gel. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp and partial delamination of orientation dot. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp patterns along the same edge broken in the side posterior assessed as unidentified (tear) opening. Partial delamination of orientation dot due to adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported a right side device rupture. Device has been removed and replaced.